Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported the 15f connector (on the ventilator side) was disconnected from its tubing. The connection was reconnected several times but did not hold under pressure, the tubing was initially cut and the connection readapted and fixed with plaster but always readapted. They had to change the endotracheal and intubate the patient again, which resolved the reported event. There was no patient injury reported.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. This is a supplied item fault. DHR review will be done by the supplier.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). Visual inspection was performed. A product sample was received, and a photo was received and sent to the supplier for investigation/evaluation. A supplemental report will be submitted as needed once the investigation results are provided.